Manufacturer narrative:
The system was serviced in the field and passed all tests and was performing as intended. It was verified that the system would perform a 3d spin twice. No failure was found. Codes 10, 213 and 67 are applicable to this. It was noted that logs were looked at the system service and the mvs had lost ac power. Logs have been uploaded, but analysis has not been completed at this time. Concomitant medical products information references the main component of the system. Other relevant device(s) are: software: bi-500-01605 o2 o-arm sw 4.1.0 software version: 4.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was able to expose their 2d images. When they attempted to take a 3d spin following the 2d exposure, the system initiated about 20% of the 3d spin before aborting the exposure. They attempted another 3d spin (switching to the footswitch) and they could not even start the spin. It was noted that the green light was not illuminated on the mobile viewing station's (mvs) tower. The surgeon chose to abort imaging and navigation. The system was taken into a separate room and could not even expose a 2d exposure. There was a procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
H2/h3/h6: software analysis was done. Log investigation found the system detected a recoverable generator error (tube arc) and halted image acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue was resolved by system reboot. According to the system service, the system was powered off and reported event was not reproducible. Software functioning as designed. Codes 4112, 213 and 67 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.